Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the gastrostomy tube was displaced in its entirety and a large amount of nutrition (fresubin) was observed in the walls of the stoma. There were no reports of injury to the patient other than pain. The sample will not be returned for evaluation because the facility does not retain any device that was in contact with a patient.

Manufacturer narrative:
Updated the initial reporter's first and last name in section.